Event description:
Treatment of a left unruptured cav (cavernous) aneurysm measuring 19mm x 7mm. It was reported that the patient underwent pipeline embolization treatment involving two pipelines. The first pipeline could not be released from the capture coil and it was removed from the patient. The second pipeline released from the capture coil; however, the proximal end would not open. After several failed attempts to open the proximal end, the pipeline was removed from the patient with a snare. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00311.

Manufacturer narrative:
The pushwire and the pipeline were returned for evaluation separated. The braids on the pipeline were found to be damaged along with clotted blood which likely prevented the pipeline from fully opening. (B)(4).

Manufacturer narrative:
(B)(4).